Event description:
It was reported that 36-2001 set screw backed out. No further information was provided.

Manufacturer narrative:
Device did not return for investigation. Additional information was requested. If any new information becomes available or device returns an investigation will be performed at that time.